Event description:
Philips received a complaint by the customer on the v60 indicating that the caster on the stand is broken. It is confirmed that there is no malfunction with the v60 itself. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided parts ID for the caster, locking v60 stand. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the brake failed due to normal wear and tear and has since been replaced, with the broken component already returned. This is the extent of the available information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.